Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was stuck on the blue screen and remained unresponsive after a reboot and displayed an error code 490 stating 'login fail & dispensing device error'. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the station had encountered intermittent data synchronization problems attributed to network latency. A technical support specialist connected remotely and verified that the station was operational, and data synchronization was functioning correctly. Further, the graphical user interface synchronization was executed successfully. The system functioned as intended after the technical support specialist troubleshot the device.